Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve was not explanted. The patient is stable and will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that six months post implant of this bioprosthetic valve, echocardiogram showed the valve orifice area reduced to 1.6-1.7. There were no patient symptoms reported and no treatment prescribed. Two years and one month post implant, the echocardiogram showed the valve orifice area reduced to 1.3. The physician commented it was caused by valve ageing. There were no patient symptoms reported and no treatment prescribed. Nine years and 3 months post implant, the echocardiogram showed the valve orifice area reduced to 0.9. Subsequently, the valve was explanted and replaced. No further adverse patient effects were reported.